Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, stent damage occurred. The patient underwent a ptca procedure due to stenosis in the ostium. A promus element stent was implanted. It was noticed that it became deformed. The physician decided to implant a non bsc stent device overlapped to the shortened promus element stent. The procedure was completed successfully. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other device. (B)(4).